Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a meter error (error 1) issue. It was reported that the error 1 would not clear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the pump alarmed with an error 1 alarm upon powering on. Further investigation could not be completed due to the inability to clear the error 1 sub code 5 message.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.